Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A system check was performed by the technical support team and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer's blood glucose level.